Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that all of the buttons were intermittently unresponsive. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas alleging the rubber piece on the keypad was coming off. The patient mentioned that they noticed this issue a couple of days. The patient mentioned that the ok, up , down and contrast button are delayed and requires multiple pushes for it to respond and this issue was happening for the past couple months. The patient did not notice any moisture in the pump and there was no misuse of the product. The product was replaced. At this time there is no evidence that the pump caused or contributed to an adverse event, since the patient denied exhibiting any symptoms or seek any medical attention due to the alleged issue. The complaint is being reported since the alleged issue was not resolved.